Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00031. User facility reported an unsuccessful cavity integrity assessment (cia) test with two devices during an attempted novasure endometrial ablation. The procedure was abandoned and a perforation was confirmed on post hysteroscopy. The patient did not require treatment for perforation and was not hospitalized. Follow-up on (B) (6) 2010 and (B) (6) 2010 revealed that the patient was seen on follow-up, and had a second novasure endometrial ablation procedure, and is "doing well". A hysteroscopy and sounding with a metal sound (not a hologic device) and a suresound were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number was not provided by the complainant, therefore the expiration date is not known. Serial number of the rfc not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant; therefore the manufacture date is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warning: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).